Manufacturer narrative:
(B)(4). The patient initiating therapy before connecting themselves is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient initiated therapy prior to connecting. The patient then connected to the setup. The technical service representative (tsr) reviewed proper procedures and assisted the patient in clearing the alarms. The tss also instructed the patient to complete therapy by starting over with new supplies. There was no impact to the patient or medical intervention associated with this event. No additional information is available.